Event description:
Patient is a 33y/o female with pmh of obesity, peripartum cm and htn who arrived to the or this evening in worsening cardiogenic shock with plans of upgrading from iabp to impella 5.5. Impella was prepped and inserted successfully per IFU protocol under fluoroscopy and tee via right axillary artery. Impella was turned on to p6 with flows of 3.5l/min and iabp was subsequently removed. Pt sent to ICU in stable condition. Impella purge cartridge noted to have a small leak. No intervention was needed as leak was very small.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees, that the report constitutes an admission that the product, abiomed inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.